Event description:
It was reported by the rep that the (1) 511hr was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon was performing the procedure when midway through the case, the scrub nurse heard leaking from the camera port. No graspers, scissors, etc. Were used through this port; only a 10mm scope. The housing was removed and the device was replaced. The case was finished without incident or patient consequence.